Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a gynecological procedure on (B)(6) 2009 due to stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had concurrent procedures of anterior and posterior repair, vault suspension, and cystoscopy performed during mesh implantation. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2010. It was reported that on (B)(6) 2010 the patient underwent laparoscopic colpopexy with mesh, enterocele repair, bilateral salpingo-oophorectomy, revision of sling mesh, cystocele repair and cystoscopy. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and sepramesh ip/intepro lbby sling by bard/american medical was implanted into the patient due to the failure of previous mesh from the first surgery. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2008 by (B)(6) due to erosion of the paravaginal repair prolift sling, vaginal pain and dyspareunia.

Event description:
Details: it was reported that the patient underwent mesh removal on (B)(6) 2008 by (B)(6) due to erosion of the paravaginal repair prolift sling, vaginal pain and dyspareunia.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence and pelvic organ prolapse. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and sepramesh ip//intepro lbby sling by bard/american medical was implanted into the patient due to the failure of previous mesh from the first surgery. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.